Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) fractured in the implant. The fractured portion was removed from the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain gold-tite hexed screw (iunihg) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was significant wear and discoloration due to usage around the shank and the hex. Therefore, based on the evaluation, device malfunction occurred and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change "no" to "yes." Evaluation codes.